Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2013 due to recurrence of original problem and pain.

Manufacturer narrative:
It was reported that the patient underwent gynecological procedure and mesh was implanted along with the concurrent procedure urethral suspension, anterior, posterior & enterocele repair due to rectocystocele with enterocele and urinary frequency.

Manufacturer narrative:
Date sent to the FDA: 1/20/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.